Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers in both the main and aux sections were off the bus, although the rear lights were on and functioning. The unit was power cycled multiple times without any change in behavior. Only the refrigerator drawers were operational. Attempts were made to trigger a drawer to force recognition; however, this did not resolve the issue. All drawers continued to appear correctly in the storage configuration. As a result, there was no access to medications in the cabinet at that time. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that on both the main and auxiliary units, the call drawers and cubies were not detecting the device on the bus, except for the fridge. The field service engineer confirmed that all communication signals were functioning correctly. The communication sled was replaced, but the issue persisted. The station displayed the same symptoms. All powershell scripts were manually executed, and the station was rebooted. The system then functioned as intended after the field service engineer repaired the device.